Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, error 319 occurred on arm 1. The customer attempted to power cycle several times with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to hard power cycle the patient side cart (psc), but the same issue occurred. The customer would consult with the surgeon to determine if they were going to perform the procedure without arm 1. Later, the customer called back to inform that they would perform the procedure without arm 1. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the fiber optic cable to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
The following information was obtained: the customer indicated that the error occurred when the system was started and restarting the system did not resolve the issue. No surgical ports were placed prior to the issue being identified.

Event description:
Refer to h10/h11 for follow-up information.